Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased sodium result generated on the alinity c analyzer on one patient. Results provided: (B)(6) 2021, sid 0101789988 = 108 / 141 mmol/l. Normal range: 136-145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included cleaning the cuvette washer nozzles. There have been no further reports of discrepant results since the cuvette washer nozzle was cleaned. A review of the alinity c sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity c analyzer sn# (B)(6).